Event description:
It was reported that a premature male baby was fitted with an external midface distractor for facial lengthening. The 2.0mm kirschner wire w/calibration portion of distractor fell out on an unknown date after the pins were backed out slightly to extubate the patient. The device was discarded by the facility. The remaining devices remained implanted. No additional information currently available. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.